Event description:
The plastic of the charger melted around the usb socket. No burn marks. No injury and no medical intervention required. Hearing care professional indicated the patient takes full responsibility as she had a pile of clothes sitting on top of the charger so it probably overheated.

Manufacturer narrative:
The plastic of the charger melted around the usb socket.. No burn marks. No injury and no medical intervention required. Hearing care professional indicated the patient takes responsibility as she had a pile of clothes sitting on top of the charger and thought it overheated. Investigation found that the heat source originated from the cable (the design of 24 pins for the type c usb cable was found to have insufficient solder, the pin deformed and short on the pin. As a corrective action we have changed the design of type c usb cable: 24 pins on the type c connector reduce to 12pin to lower the risk of insufficient solder, pin deform and short. Add ptc (pn:lp-nsm075f) which enables protection when the current is overloaded . Ecr already approved by wsa and new design cables already shipped to wsa from 25th june 2022. There is an overall CAPA addressing and correcting the issue with the usb cable.